Event description:
Initial info received from a consumer in mar. 2005: a consumer who had successful treatment with hyalgan (hyaluronate sodium) subsequently had a fall requiring. Total replacement of the left knee. No further details available. Total replacement of the left knee.